Event description:
Further follow up identified the scs ipg was explanted and replaced with different model which resolved the issue.

Event description:
It was reported the patient experienced pain at the ipg site while sitting and when ipg is pressed due to the ipg being superficial and positioned uncomfortably in the ipg pocket. The patient was treated with lidocaine patches to address the discomfort to no avail. In turn, the patient did not charge her ipg for over a year and the device became inoperable. The patient was unable to establish communication between the ipg and multiple external devices. As a result, surgical intervention will be taken at a later date to address the issue. Date of event unknown.

Manufacturer narrative:
(B)(4). Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.